Manufacturer narrative:
Additional evaluation was conducted with the integrated electrosurgical generator unit (iesu) involved with this complaint and the device evaluation has been completed. It was noted that the bipolar sockets #1, 2 and monopolar socket #3, 4 passed the ohms resistant test. The instrument detection test passed on all four sockets. The iesu was found to be fully functional as intended after passing all the required and recommended tests. There was no fault found from the unit.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint. The erbe energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted neck dissection surgical procedure, both bipolar and monopolar ports were not firing. The customer performed all troubleshooting steps; however, the reported issue persisted. The customer proceeded with the third-party generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 259139 (x-8a) reported in the logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: both monopolar and bipolar ports were not firing. The customer tried replacing the energy cables. The issue was resolved during procedure by using a third-party generator. The system functionality was checked upon powering on the system and the integrated electrosurgical generator unit (esu/erbe) initially powered on without errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting both bipolar and monopolar not firing, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable due to the following: the eebe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.